Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 120-180mg/dl fasting. Verified the strips expire 10/16/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned with the result of 263mg/dl not fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 120-180mg/dl fasting. Verified the strips expire 10/16/2017. Customer confirms the strips are stored properly and were first opened 09/04/2015. Reviewed meter memory 196mg/dl, (B)(6) 2015 02:26:00 pm, fasting:no. 229mg/dl, (B)(6) 2015 11:28:00 pm, fasting:no. 163mg/dl, (B)(6) 2015 12:05:00 pm, fasting:no. 211mg/dl, (B)(6) 2015 06:44:00 pm, fasting:no. 263mg/dl, (B)(6) 2015 02:40:00 pm, fasting:no. Customer is concerned with the result of 263mg/dl not fasting. No adverse event reported.